Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
It was reported that: "xpi002001 which is the single size forceps for ez10 broke during an operation today. The patient received the operation, and no adverse events occurred."

Manufacturer narrative:
Corrected field: product long description (d1), catalog no. (D4), and product available to stryker (d9). The reported event could be confirmed although the device was not returned but an image was shared which confirms the alleged failure. A device inspection was not possible since the affected device was not returned. However, an image was shared by the customer with a top view of the forceps where it could be observed, although not very clearly, that one of the prongs was broken off. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of the issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that: ""xpi002001 which is the single size forceps for ez10 broke during an operation today. The patient received the operation, and no adverse events occurred."